Event description:
It was reported that the ventilator generated alarms indicating airway pressure high, expiratory minute volume low and respiratory rate high. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during on-site visit. No part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Review of the provided device's logs confirmed occurrence of the reported issue. The event log confirms occurrence of several clinical alarms, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms: airway pressure high, expiratory minute volume low and respiratory rate high are indicating that there is an issue with delivering of the set volumes. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. The alarm for peep low is shown when the measured end expiratory pressure is below the preset or default alarm limit for three consecutive breaths. Setting the alarm to zero turns the alarm off. The device log evaluation can not support any technical malfunction of the device at the time of event. The cause of the claimed issue in this customer product complaint has not been determined, as the source of the issue is unknown.

Event description:
Manufacturer's ref. #: (B)(4)